Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit has gas loss alarm and unable to fill messages. There was no patient harm

Manufacturer narrative:
Due to character restrictions in block e1 site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer evaluated that gas loss alarms and unable to fll iab during use. Inspected logs and found several gas loss alarms but no autofill faults noted. Inspected unit internals and ran all manifolds leak test without issue. Catheter was not made available, and manufacturer unknown. Could not identify any internal leaks or duplicate gas loss alarm with test catheter. Performed functional testing and safety checks. Unit passed all functional and safety tests per factory specifications, returned unit to customer.

Event description:
N/a.